Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 800 pro synchron system leaked from a reagent probe. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument. The fse determined a collar wash valve caused the leak. The fse replaced the collar wash valve to correct the problem. The beckman coulter internal identifier for this report is (B)(4).